Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to over chlorination/operator error/mechanical error (machine setting is incorrect). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." Do not reuse. Do not resterilize. Do not use if package is damaged."

Event description:
It was reported that the foley catheter had jagged edges which caused the patient to experience self-limited bleeding. No medical intervention was reported.